Event description:
Pt is a diabetic who has used an insulin pump to manage his diabetes for 8 years. He had a medtronic minimed pump for the last 3 years (5 year warranty) until this thanksgiving weekend when the reservoir function of the pump failed. The co told him that a replacement pump would be sent to him. He returned the faulty pump and rec'd the replacement. Due to the weekend, he went without insulin for 2 days until he saw his dr for a loaner pump of a different type. His dr told him that he sees 2 pumps per week fail. The complainant's concern is the failure rate noted by his dr. Pt feels that the co should have informed him of the likeihood of failure. He did not have documentation of any kind from the failed unit since he sent it back and did not save packaging. He did not have the medtronic return address since a preaddressed package was supplied. All he knows is that medtronic has an office in northridge, ca.